Event description:
It was reported that a 5 ml/hr infusor had overinfused during patient use. The total fill volume was infused twelve hours sooner that expected. The concomitant medical products are currently unknown. There was patient involvement, no adverse event was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.